Event description:
Healthcare professional (hcp) reported two incidents of blood leak with the psn 210 dialyzer. The first incident occurred in 2004 and the second incident occurred on the 11th day. Incidents were noted by the phoenix hemodialysis machine's blood leak alarm were confirmed with positive hemastix. It was reported that after both incidents, blood was not returned to the pt with an estimated blood loss of 250 cc to 300 cc per incident. Treatment was resumed with new disposables and completed without incident. No pt injury or medical intervention was reported.